Manufacturer narrative:
Correction: the correct patient date of birth is (B)(6) 2001; not (B)(6) 2003 as previously reported.

Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the device was explanted on (B)(6) 2023. During explantation procedure, the patient was administered with perioperative antibiotics as prophylactic treatment. There are no plans to reimplant the patient with a new device as of the date of this report.